Event description:
It was reported that the pulse generator exhibited a false elective replacement indicator alert. The device had been exposed to external cardioversion to treat ventricular tachycardia. A software download would be performed.

Event description:
New information received states that a software downloading was successfully performed, restoring normal pulse generator functionality.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.